Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a deviation during a l4-s1 percutaneous fixation procedure. A scan plan workflow was used. Pins were placed in the right and left psis connected to schanz arms to mount the surgical system to the patient. The procedure was completed using navigation. The surgeon made sure to avoid skiving and they ensured skiving potential was minimized. C-arm images were taken to confirm the position of the tap. The c-arm images showed the tap to be superior than the trajectory at right s1; however, the screen showed that the tap was fine. Navigation accuracy was checked and it was ok, but the actual position of the tap was superior. To minimize potential patient harm, the surgeon tapped all trajectories and then placed wires to ensure there was not much deviation. An imaging system spin was taken after the guide wires were placed, and all trajectories on the right side were deviated in the superior direction and brushing the superior end plates. The guide wires on the left side were somewhat superior, but not majorly deviated. The trajectories were deviated less than 3.5mm. The use of the guidance system was aborted and the right trajectories were executed freehand. There was no patient harm and procedure was delayed less than an hour. Additional information received from a manufacturer representative reported that the procedure was mis. No retraction was done and the surgeon used the dilator to get the navigation feedback on screen and tactile feedback to feel the bone. Once the surgeon was on trajectory, they used the drill by lifting it slightly from the bone, starting the drill and then inserting it. The tap seemed slightly superior in c-arm images; however, it could have been caused by the parallax issue and the c-arm may have not been true lateral/ap position. The surgeon trusted the trajectory and inserted the guide wires. After the guide wires, the screws were not directly inserted to rule out misplacement. Navigation was checked using the arm guide and anatomical locations. The star marker was not touching the skin, but it was close in order to get all beads and anatomy in the spin.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1, a4: patient initials weight is unavailable. H3, h6: the exports/logs were returned for clinical analysis. The analysis determined that the root cause of the deviation reported in the or is skiving of the surgical tools on the boney anatomy due to sub-optimal planning. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.